Manufacturer narrative:
Section h10: (h3) pending evaluation.

Event description:
MDR report #: mw5146332. It was reported via medwatch by a female patient that they started having hip pain after 3 years. Liner had premature wear and failed causing the pain and a revision surgery 4 years later. Devices will not be returning - patient requested explants.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: h3: the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear. The reported prosthesis wear could not be confirmed. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear. The reported prosthesis wear could not be confirmed. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.